Event description:
The patient reported that the dacapo power pack has leaked. The patient has been in direct contact with the electrolyte fluid, but she washed her hand quickly after. No injuries are reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Reportedly the patient has been in direct contact with the electrolyte fluid, but she washed her hand quickly after. No injury has been reported. This is a combined initial and final report.